Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Health effect clinical code suggested : liver superficial burn.

Event description:
It was reported that during a laparoscopic nissen fundoplication on (B)(6) 2022 , the physician reported that upon activation of the device, heat was transmitted to the adjacent tissue. Physician reports that the instrument caused minor blanching to the liver. No other injuries were reported and the patient was doing well. The procedure was completed with the same instrument. No additional intervention was required. No other information is available.